Manufacturer narrative:
The technician found the head down valve was contaminated and sticking open. The technician replaced the head down valve to repair the bed.

Event description:
Information received indicates, the head of the bed is drifting down after pressing the head down switch.